Manufacturer narrative:
The pump was returned with the percutaneous lead (lead) severed approximately 2 inches from the pump body and 11.5 inches from the severed portion of the lead was also returned. Examination of the lead revealed that the pump-end bend relief was fractured. The bond between the silicone adhesive and the bend relief appeared intact. The evaluation did not reveal any defect or damage that could have contributed to the observed fatigue failure. Similar incidences have been reported and a corrective and preventative action was implemented to address the issue; however, the device was manufactured prior to the design enhancement that was implemented. Prior to performing electrical continuity testing on the 2-inch portion of the lead, the orange and yellow wires were inadvertently removed from the pump body while stripping the ends for testing. Electrical continuity testing did not reveal any discontinuities or shorts on this portion of the lead and visual inspection of the wires revealed no breaches to the wire insulation or any other damage to the wires. Electrical continuity testing on the 11.5-inch portion of lead also did not reveal any discontinuities or shorts. Visual inspection of the wires revealed breaches to insulation of the orange, red, black, yellow, and brown wires and all but the green wire were fractured. This damage was approximately 2-3 inches away from the pump body, near the terminus of the pump-end bend relief. The breaches to the insulation of the wires appeared to be the result of abrasion against the metal braided shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breaches to the insulation of the orange, red, black, yellow, and brown wires could have caused an interruption in pump function as a result of the exposed conductors of any of the wires potentially contacting the metal braided shielding and shorting to ground while the system was supported by the power module. The disruptions in the wires affected all three wire phases and could have also caused an interruption in pump function as a result of a phase-to-phase short if the exposed conductors from any of the wires made direct contact with each other or simultaneous contact with the metal braided shield while the device was on either tethered power or battery support. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope and no anomalies were observed. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The driveline replacement is reported under medwatch MFR report number 2916596-2017-01964. Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device - 6 years and 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2010. It was reported that a percutaneous lead (driveline) replacement was performed on (B)(6) 2017, however, pump stoppages continued and the patient underwent a pump exchange on (B)(6) 2017.